Event description:
It was reported that the ilet pump¿s screen became unresponsive and appeared glitched, while the connected dexcom cgm app continued to function and blood glucose readings were in the normal range. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included remote troubleshooting and user education on shutdown procedures, data sync to the mobile app, and device replacement logistics. Investigation of the returned device revealed a display or user interface malfunction consistent with a hardware screen visibility issue; no alarms were reported and cgm performance was unaffected.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.